Event description:
It was reported that when placing the catheter in this patient, the head nurse found that the scalpel for skin cutting became rusty, unusable. The operation was completed only after a replacement was made. It was stated this occurred with eight devices. This report addresses the seventh device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of rust present on the scalpels is confirmed but the exact cause remains unknown. Eight sealed 5 fr dl powerpicc catheter kits were returned for evaluation. The kit labels indicated lot: redp1308 for all four kits. The outer pouches and inner tray sealed lids were opened in order to inspect the scalpels. No apparent issues with the sealing areas were noted. All eight of the scalpels were observed to have a brown-reddish discoloration consistent with rust. A slight-yellow tinted discoloration was also noted on the inner portion of the tyvek tray lids which may suggest exposure to humidity. Potential causes of the damage include exposure to high humidity; however, it is unknown where or when the humidity could have been introduced into the tray. The tyvek packaging is not a humidity barrier. Tyvek is a breathable substrate and is designed to allow air/humidity to pass through. It is possible that the kits were exposed to high humidity outside bd control. Since rust was present on the scalpels present within the returned kits, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds3606 showed seven other similar product complaint(s) from this lot number. The complaints for this lot number (reds3606) have been reported from the same facility in (B)(6).

Event description:
It was reported that when placing the catheter in this patient, the head nurse found that the scalpel for skin cutting became rusty, unusable. The operation was completed only after a replacement was made. It was stated this occurred with eight devices. This report addresses the seventh device.